Event description:
Customer reported the panorama central station kept resetting and displayed an error message, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drives. System was tested to factory's specifications.